Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley exhibits no signs of arcing. Engineering evaluation also found that the pitch cable at distal idler is frayed. The pulley and clevis exhibit no damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.